Manufacturer narrative:
Evaluation conclusion: the manufacturer only investigated the returned system board.

Event description:
A ventilator's system board was returned to the manufacturer's quality assurance laboratory for further investigation. There was no report of patient harm or injury. During the evaluation of the system board, the manufacturer found the root cause of the system board failing was due to open ferrites (e3, e4) on the daughter board.